Event description:
It was reported that the patient presented into the emergency room after receiving therapy for vt/vf. Intermittently undersensing of vt/vf was observed during device interrogation. Reprogramming the device was recommended.

Manufacturer narrative:
.